Event description:
It was reported that customer received a blockage notice that stopped insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer disconnected the call and multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.